Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt mentioned their ins was depleting quicker than expected. Their manufacturer representative (rep) had told them when they were implanted that the ins charge should last a week or longer. However the patient's ins had been depleting once every couple of days from 100% to 40% since the implant date. The patient was redirected to their healthcare provider to further address the issue and also mentioned they had an appointment set with their rep. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.